Event description:
Pt called in stating that she is having an issue with the machine that we sent to her. She stated that the motor is not working. She stated that it is not pumping out the med for her. Unknown if pt missed a dose. Unknown if product is available for return. No adverse events reported. Indication: chronic obstructive pulmonary disease, unspecified . Serial number - (B)(6).